Event description:
It was reported that a non-applicable connecting tube was used with the endoscope reprocessor. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Related complaints olympus reference (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The device was not returned to olympus. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the user did not thoroughly read the instruction manual, and reprocessing had been performed without attaching to a connecting tube. The event can be prevented by following the instructions for use which state: instructions for oer-5, oeration manual section 4.7 ¿connecting tube installation.¿ to find out what connecting tubes can be used, refer to the provided ¿list of compatible endoscopes/connecting tubes <oer-5>¿. Warning attach all of the connecting tubes specified according to the type of the endoscope. If reprocessing is performed without attaching all of the required connecting tubes, reprocessing may be ineffective. Although the ¿list of compatible endoscopes/connecting tubes <oer-5>¿ shows the applicable connecting tubes for each endoscope, it may not list the latest endoscope models. If your endoscope model is not listed, contact olympus for more information. Olympus will continue to monitor field performance for this device.

Event description:
It was added that the unspecified procedure was completed using the same set of equipments.